Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: comp rvsr shldr glnsp +3 36 mm, cat: 115313, lot: 792460. E-poly 49-36 std hmrl brng, cat: ep-115373, lot: 787080. E1 44-36 std +3 hmrl brg, cat: ep-115394, lot: 345450. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised approximately 8 months post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.